Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced hypercapnia, requiring hospitalization. Per the physician, an ion system did not cause or contribute to the hypercapnia, but the hypercapnia was related to the anesthesia. The physician believed the hypercapnia could have occurred with another modality. The procedure was completed. The patient had a history of underlying chronic obstructive pulmonary disease. The patient experienced shortness of breath and confusion. The patient was hypoventilated with bipap and hospitalized for 2 days. The patient was discharged home in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, as of 30-jun-2022 a system log review could be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced hypercapnia requiring hospitalization. The patient was treated with bipap.